Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
During a procedure, a lateral alignment frame fractured while positioning. A piece of a screw fell into the patient's wound and was retrieved. To complete the procedure, the acetabular cup was impacted without the use of the alignment frame.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product shows that the screw is fractured at the base of the shaft. Sem analysis showed that it is a fatigue mode of fracture. It is suspected to be a reversed bending fatigue fracture of the screw. Suspected multiple fatigue crack initiation sites were observed. Micro striations which are one of the tell-tale sign of fatigue fracture were identified on the fracture. An overload mode of fracture was identified in the center of the fracture exhibiting ductile dimples. Eds elemental analysis of the screw showed the product was conforming. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.